Event description:
An adverse event was reported to iridex of a patient experiencing a conjunctival and scleral pigmentation. No further information is available. Iridex is currently investigating this complaint and has contacted the complainant to gather more information.